Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse called and reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose of 500 mg/dl. Customer's blood glucose was in the 200 mg/dl at the time of call. Customer was treated in the hospital for the blood glucose issue. The customer was wearing the insulin pump during the incident. Unable to complete troubleshooting due to customer requested to have the insulin pump replaced. Customer also complained about insulin flow blocked on infusion set and declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.